Event description:
It was reported that the patient experienced a cerebrospinal fluid leak during his trial procedure on (B)(6) 2014. A blood patch was performed to resolve the issue. Additionally, it was reported after the procedure the patient was experiencing nausea and a decrease in blood pressure. In turn, the physician explanted the patient's trial lead and abandoned the procedure. The patient's symptoms resolved post-op. Follow-up revealed the patient was seen by the physician and the issues have resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.